Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. Upon evaluation of the customer¿s device, physio-control observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. Upon evaluation of the customer¿s device, physio-control observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. Upon evaluation of the customer¿s device, physio-control observed that it had logged an event code in its memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.